Manufacturer narrative:
Unit passed displacement test, excessive no delivery test, rewind and basic occlusion test. No excessive no delivery alarm noted during testing. Unit was unable to prime during prime/delivery test due to faulty back pressure sensor (gold). All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during fill tubing. Blood glucose level at the time of the incident was 141 mg/dl. During troubleshooting, the customer reported that he had also received a button error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.